Event description:
Technician alleged, the brake casters ratchet side to side when the brakes are applied. No pt impact.

Manufacturer narrative:
The technician replaced the brake steer caster on the foot end and the brake caster at the head right side to resolve the issue.